Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp), since it was noticed tha there was fluid in the scrotum and swelling. The patient has been looking for a replacement.

Manufacturer narrative:
B3: event date is an approximate. B5: describe event or problem has been corrected.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. The patient also reported that his scrotum was filled with fluid and that the swelling receded after two days. The patient has been looking for a physician to replace his device and stated he will call back when the procedure takes place. No additional patient complications were reported.